Event description:
It was reported to philips that monitor in exam room had power but would not turn on on a allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the monitor with a new unit (19'' monochrome monitor ER (mml1952-per)). This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).